Event description:
It was reported that during the implant procedure, loss of ventricular capture, loss of sensing and high impedance measurements were observed. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator exhibited no ventricular output due to a weld anomaly between the ventricular tip feed thru wire and the feed thru substrate.